Event description:
It was reported that the patient experienced a urinary tract infection which resulted in in-patient hospitalization. The etiology of the issue was reported as a worsening or exacerbation of a pre-existing condition. Patient symptoms of fever, right lower quadrant pain, dysuria, nausea, vomiting, generalized weakness, fatigue, and pyelonephritis were reported. Reported treatments/interventions included ivf-d5 ½ (125/hr), levaquin (500 mg IV), gentamycin (80 mg IV), zofran (4 mg IV), tylenol (500 mg po), dilaudid pca pump, vicodin (5/500 po). In addition, medications of levaquin (500 mg po) and pyridium (200 mg po tid) were given upon discharge and continued for 10 days. The outcome of the event was reported, as of june 18, 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).